Event description:
The pt was asymptomatic during this event. The retained portion of wire was not removed as the pt's condition was stable with good blood flow and further intervention would increase the risk of adverse events to the pt. The procedure was considered successful. The pt's current status is listed as 'good'.

Event description:
During a ptca/stenting treatment procedure, the tip of the wire fractured. After crossing the lad main and the first diagonal arteries by using two choice pt guidewires, an express2 3.0/20 mm stent was deployed in the proximal lad coronary artery. The lesion being treated was calcified and 90% stenotic. The express2 stent was inadequately expanded despite inflation to 12 atms with the delivery balloon of the express2 stent system. Therefore, the physician successfully dilated the stent with a quantum maverick 15/3.0 mm balloon inflated to 12 atms. The express2 balloon and wire previously placed in the lad had been removed without any difficulty, but when the physician attempted to remove the wire crossed into the first diagonal coronary artery, he felt significant friction. Upon investigation, he realized that the wire had fractured. Approx 1 cm of the tip of the wire was lodged in the stent and the blood vessel wall. Moreover, about 2 cm of separated wire remained in the first diagonal coronary artery. The physician attempted to retrieve the separated wire portions with a snare, but was unsuccessful. Pt status is reported as 'good'. Additional info has been requested regarding this event.